Event description:
It was reported that the cartridge was leaking from the bottom where the fill rod and pump attach. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.